Event description:
Customer reported system not booting all the way up and giving error "a to d channel 8 failure". Pt was on table and had to be moved by stretcher to or suite to do procedure with c-arm and portable x-ray. No pt injury.